Event description:
Tulip disassociated from the polyaxial screw head while in situ. The surgeon was removing the screw in order to redirect it, in a more favorable position. Once removed the screw came apart. The screw was removed and replaced without incident and there was a short delay in the procedure.